Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was undergoing replacement of the pacemaker for normal battery depletion and during the pre-change out interrogation the right atrial (ra) lead exhibited loss of capture (loc) and maximum outputs. During the replacement procedure the ra lead was tested on a pacing system analyzer (psa) and yielded loss of capture at maximum outputs. A fluoroscopy image indicated that the atrial lead was still in the appropriate position. The physician opted to surgically abandon the ra lead during the routine change out procedure and implant a new lead. The pacemaker was explanted as planned. No additional adverse patient effects were reported.